Manufacturer narrative:
H3, h6: the devices used in treatment have not been returned for evaluation therefore we cannot establish a relationship between the devices and the reported events. Medical review concluded, the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded at this time. Probable cause for the reported failure includes dressings left in place beyond the prescribed use. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm, however the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, however at this time we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends. .

Event description:
*Literature case* "prophylactic use of negative pressure wound therapy reduces surgical site infections in elective colorectal surgery: a prospective cohort study.". Authors: pedro abadía, juan ocaña, diego ramos, juan d. Pina, irene moreno, juan c. García, gloria rodríguez, estela tobaruela, and javier die, from surgical infections 2020. The authors of the study reported that one patient suffers a surgical site infection that was treated as follows if ssi was diagnosed before the seventh day, the dressing was removed and standard management of ssi was initiated.